Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer obtained a blood glucose reading of 170 mg/dl on a contour next link 2.4 meter. Based on this reading, she injected 2.265 units of insulin. After taking insulin, her blood sugar level started to drop and she felt hypoglycemic symptoms such as tiredness and clammy skin. Within a minute of obtaining the initial reading, she checked her glucose reading on a different meter and obtained a reading of 49 mg/dl. She took carbohydrates to stabilize her blood sugar level. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The customer has been advised to return the test strips for evaluation. Replacement meter was sent to the customer.